Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 04/28/2020. Corrected information: d3,g1,g2. Additional information: d10. H3 evaluation: one needle of product was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; also, the tip and body of the needle were examined under magnification with no defects, damages or needle breakages observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no needle breakage was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam853 batch number, and no non-conformances were identified. Attempts are made to obtain the device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The device event of 1st suture broke during same procedure submitted via medwatch 2210968-2020-02397.

Event description:
It was reported that the patient underwent an unknown ent procedure on (B)(6) 2020 and the suture was used. The needle broke during suturing. No further information is available.